Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned fully loaded on a guidewire and attached to the inflation device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jun-2018. It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately tortuous forearm graft. A 5.00mm / 2.0cm / 50cm otw 2cm peripheral cutting balloon¿ was selected for use. During procedure, initial inflation was done at 10atm; however, it was noted pressure of the indeflator started to decrease. The balloon catheter was removed from the patient's body and no abnormality was observed on the blade. However, it was noted that the balloon ruptured after it was inflated outside patient's body. No patient complications were reported. However, device analysis revealed a balloon pinhole.